Event description:
It was reported that during the implant procedure, there was resistance passing the atrial lead through the introducer. The lead was withdrawn and damage to the lead helix was noted. The lead was not implanted and a new lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. The helix of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated damage at implant. The lead passed through a 7 and a 9 french introducer without difficulty or resistance. The lead was returned with the helix stretched. (B)(4).